Event description:
Customer reported that the css console was making a noise they were not used to hearing. The pt was switched to the backup console. There was no pt impact. This alleged failure mode poses a low risk to the pt because it did not negate the ability of the console to perform its life-sustaining functions, and none of the clinical parameters were changed or affected. The console has been returned to syncardia for evaluation.